Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach a new connector to the ilet pump despite rewinding the pump, trying multiple connectors and cartridges, and opening a new box of connectors, leading to a replacement being issued; blood glucose was reported as unaffected and the issue was later attributed by the user to compromised insulin vials rather than the pump or connectors. Symptoms included no adverse clinical effects. Outcomes included no impact to glucose control and continued cgm use. Investigation included troubleshooting with multiple connectors and cartridges and review of user feedback after replacement was arranged. Investigation of this case revealed a probable product-use environment issue related to insulin quality, with no confirmed malfunction of the pump or connector components. It was concluded, based on previously established findings for similar reports, that the cause was attributable to non-device factors.